Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, when the insulin gauge decreased to a fill estimate of 0 unit, the customer withdrew approximately 20-30 units of insulin from the cartridge. Blood glucose level was approximately 200 mg/dl.